Manufacturer narrative:
The follow-up report is to provide completed device analysis. The value was received in a hosp explant jar. The sewing ring had been cut off in several places, there was no tissue on the valve and the disc was freely mobile. Micoscopic inspection revealed scratches on the valve housing and structural member that were likely due to the explant and handling process. Functional and dimensional testing were acceptable and the product was found to meet design criteria. Conclusion: analysis found the valve as returned functioned to specification. Per hosp pathology: vascular ingrowth into valve proper -- pannus formation. No additional conclusions can be drawn.